Manufacturer narrative:
Reference record: (B)(6). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date the patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. In the beginning of (B)(6) 2016 the patient developed stoma site oozing and redness. On an unknown date the patient was placed on amoxicillin and the stoma site healed.